Manufacturer narrative:
Correct contact address (B)(4).

Event description:
The customer reported that the ventilator is alarming check vent battery failure. The customer reported the unit was not in use on patient.